Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 109 which was not reproduced. System error 109 was confirmed through a review of the event history log and found to be caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 109. The reporter stated that he is unsure if there was a patient on the device however from the reports of the clinicians he assumes there was some kind of patient involvement. The customer reported there was no patient injury, medical intervention, or adverse event. This occurred in the telemetry care area.